Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle dfp mesh. Later the patient experienced suture and granulation tissue evident, 2 cm erosion of mesh on the anterior vaginal wall over the cystocele repair, vaginal bleeding, dyspareunia, chronic pelvic pain, vaginal foreign body and intraperitoneal cyst. An excision of 2 cm mesh erosion was performed in office. A removal of vaginal foreign body, laparoscopic removal of the cyst and cystourethroscopy were performed; an explant was also performed.

Manufacturer narrative:
Device not returned.